Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. There is evidence of downstream occlusion alarms in the event history log and the alarm was experienced during evaluation. Cause could not be established as the evaluator determined the incorrect causality for the reported issue. The device is no longer in its as received condition and the opportunity to evaluate for proper cause is lost. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.